Manufacturer narrative:
The device evaluation was completed on (b)(6 2020. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter and foreign material was observed inside the packaging. The catheter was opened. It was then observed that something that seemed to be a fragment of the package was stuck in the insertion tube and adhered. The issue was resolved by changing the pentaray nav high-density mapping eco catheter. The procedure was completed without patient's consequence. Catheter was inspected and it was found in good conditions. A foreign material was found on the shaft on the catheter. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that foreign material primarily composed of a polyethylene terephtalate-based material (pet). For this condition, the manufacture team performed an investigation in order to find the root cause and it was determined that the contamination found on the device was a laminated toe tag residual. According to the investigation performed, toe tag residual (contamination) was found trapped between shaft and protective tubing (outer area of the catheter). The investigation results showed that this event is considered manufacturing related since toe tags punching is performed at the beginning of the process prior manufacturing activities. A manufacturing record evaluation was performed and no internal action was found during the review. The customer complaint was confirmed. Based on available analysis results, complaint appears to be caused by internal biosense webster, inc. Operations, specifically, the manufacturing process. However, this appears to be an isolated case. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter and foreign material was observed inside the packaging. The catheter was opened. It was then observed that something that seemed to be a fragment of the package was stuck in the insertion tube and adhered. The issue was resolved by changing the pentaray nav high-density mapping eco catheter. The procedure was completed without patient's consequence. The foreign material inside the packaging was assessed as a MDR reportable issue.